Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient¿s prior event of peritonitis. However, there is no allegation or objective evidence that a fresenius cycler or fresenius cassette malfunction or deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the information received, the peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as stated by the patient.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the patient reported that the peritonitis occurred sometime between 2015 and 2016 when they were previously on peritoneal dialysis. The patient stated that they were using the fresenius cycler and cassette for their therapy. The patient reported the peritonitis was not related to any issues with fresenius products. The patient stated the peritonitis was caused by a breach in aseptic technique during the pd exchange. The patient stated that they have not had any adverse effects from use of fresenius products. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance with the complaint description. No product delivery shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in product delivery search. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the patient reported that the peritonitis occurred sometime between 2015 and 2016 when they were previously on peritoneal dialysis. The patient stated that they were using the fresenius cycler and cassette for their therapy. The patient reported the peritonitis was not related to any issues with fresenius products. The patient stated the peritonitis was caused by a breach in aseptic technique during the pd exchange. The patient stated that they have not had any adverse effects from use of fresenius products. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Additional information: g1 corrections: h6.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the patient reported that the peritonitis occurred sometime between 2015 and 2016 when they were previously on peritoneal dialysis. The patient stated that they were using the fresenius cycler and cassette for their therapy. The patient reported the peritonitis was not related to any issues with fresenius products. The patient stated the peritonitis was caused by a breach in aseptic technique during the pd exchange. The patient stated that they have not had any adverse effects from use of fresenius products. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.